Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 3986a60, lot # n203835, implanted: (B)(6) 2013, product type lead; product ID 3986a60, lot # n203918, implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
It was reported that while stimulation is turned on the implantable neurostimulator (ins) kept cutting off and was not holding a charge. The patient was having an upcoming surgery for a fusion. It was noted that they had found a tumor on their back. Additional information was received indicating that the patient had not reported any device problems or concerns to their physician¿s office on (B)(6) 2014. The patient had been referred to an orthopedic specialist. They had not received definitive information on what type of mass it was. It was reported that the manufacturer representative had not seen the patient and their team had not either. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.